Event description:
It was reported that a device leak and visible air occurred. During a pulse field ablation procedure when the farawave catheter was inserted into the faradrive steerable sheath, aspiration was performed. When the faradrive steerable sheath was aspirated, air bubbles and a fluid leak from the hemostatic valve occurred. The faradrive steerable sheath was exchanged for a new faradrive steerable sheath and procedure proceeded. No patient complications were reported.